Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, a proximal portion measuring 15.5 cm, and a distal portion measuring 51 cm. And analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2014, rv pacing lead impedance is measuring 3762 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, on (B)(6) 2014, rv lead integrity warning for sensing integrity counter (sic) greater than 30 in 3 days and 2 or more high rate non sustained events; beginning (B)(6) 2014, sensing integrity counts up to 154; high-rate non-sustained episodes with evidence of lead noise oversensing.

Event description:
It was reported that the patient's lead integrity alert (lia) sounded for noise and oversensing on the right ventricular (rv) lead. The lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.